Manufacturer narrative:
(B)(4). The service engineer (se) replaced the graphic user interface (gui) printed circuit board (pcb), the backlight inverter pcbs, the power supply and downloaded the latest software revision to resolve the issue. The unit then passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during set-up, a ventilator graphic user interface (gui) was inoperative. There was no patient involvement.